Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the stuck button alarm. Customer¿s blood glucose was 2.0 mmol/l at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button press during testing due to corroded electrical board.